Event description:
It was reported that intermittently the image quality on the 9800 system wsa poor (gray snowy image). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Secured a loose shield wire and reseated all workstation and c-arm pcbs. The system was tested and found to be working as intended and placed back into service,